Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2019-00929. It was reported the patient underwent a surgical procedure on (B)(6) 2019. The physician was unable to get the drg sheath into the foraminal opening at l1. Multiple attempts were made without success. The physician also attempted to gain access to the foraminal opening at s2, but was unsuccessful after 4 attempts. As a result, the physician decided to abandon the procedure. No products were implanted.

Event description:
Device 1 of 2: reference MFR. Report: 1627487-2019-00929.